Event description:
It was observed during the device inspection that the thunderbeat surgical instrument's tissue pad was worn away and the probe was broken off at 15.9mm from the distal end site. There were no reports of patient involvement.

Manufacturer narrative:
It has been less than one year since the subject device was manufactured. The device was returned to olympus for inspection when the reportable malfunctions were observed. The broken piece of the probe was not returned for evaluation. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: 1.grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2.since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3.the output was activating while the non-insulated area of the grasping section was contacting the probe causing scratches. 4.the device was activated in seal &cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 5.a force was applied to the probe during the surgery causing it to break. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: olympus will continue to monitor field performance for this device.